Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 18 dec 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the o2 tubing frequently kinked at the connection with the bagger and tubing was noted to have popped off the connection with the bagger. Patient decompensated significantly and required to be manually ventilated by mask. This oxygen tubing is faulty and has contributed negatively to the patient's care. He was not receiving the expected amount of oxygen that was required in this emergent situation which caused a drop in his blood oxygen saturation. "Level of effect: temporary harm".

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 18 dec 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Complaint history review the complaint history was reviewed in grand avenue from reported dates 11/18/2023 through 11/18/2025, for part number 001350 and all failure modes with similar descriptions (a040601 - deformation due to compressive stress, bent/kinked). There were (18) other complaint(s) reported for the same issue and part number under complaint-(B)(4) during the same timeframe. Sales = (B)(4) ea. Calculated occurrence (p1) = (B)(4). Device history record (DHR) review: no lot number was provided; therefore, no device history record (DHR) review was conducted.

Event description:
It was reported that the o2 tubing frequently kinked at the connection with the bagger and tubing was noted to have popped off the connection with the bagger. Patient decompensated significantly and required to be manually ventilated by mask. This oxygen tubing is faulty and has contributed negatively to the patient's care. He was not receiving the expected amount of oxygen that was required in this emergent situation which caused a drop in his blood oxygen saturation. "Level of effect: temporary harm".